Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was scheduled to be reimplanted on the right side after the patient developed left breast cancer and the ipg was noted to be in the field of therapeutic radiation. During the procedure, lead extenders were to be used to implant the right ventricular (rv) and right atrial (ra) leads on the right side; however, both leads dislodged. The leads were explanted and new leads were reimplanted on the right side using the existing ipg. During the explantation of the rv lead, the inner and outer portion of the lead separated in the distal connector. No patient complications have been reported as a result of this event.